Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation, however there was no indication that a malfunction or misuse contributed to the reported events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 months following the implant of this transcatheter bioprosthetic valve a second 31 mm valve was implanted valve-in-valve due to moderate paravalvular leak (pvl). No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.